Event description:
Per notification email. Patient reported 71 ml remodulin IV wasted. Premixed cassette 100 ml flow stop with unresolvable no disposable alarm. Cassette 4 from 3.21.22 shipment. No further details provided. No injury.